Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that his insulin pump is coming up no delivery. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Customer is unable to remove set at this time to test site portion of infusion. Explained there may be possible site related issue or site/set occlusion. The insulin pump will be returned for analysis.